Event description:
A (B)(6) male pt contacted zoll customer support to report that his monitor was making a high pitched sound and would not power on. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problems (high pitched sound, monitor will not power on) have been confirmed. Upon evaluation it was found that the flash memory chips (components u102 and u105) were corrupt and needed replaced. The root cause of the defective flash memory cannot be positively identified. No adverse event resulted from the corrupt memory. The pt received a replacement monitor.